Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was having issues and doesn¿t think the ins is working, meaning patient is not getting desired therapeutic effect. The patient didn¿t recall how long this had been a problem because they had a stroke. No troubleshooting was performed because the communicator was not charged. The patient would call back once the communicator is charged. Additional information was received from a friend regarding the patient. They reported that the patient has return of symptoms. They were walked through increasing the stimulation and the patient doesn't feel the stimulation unless they are up at 6.8 volts on program 1. They switched to program 2 and then the patient felt the stimulation in the back and a jolt when they pressed the communicator against the skin. The patient has fallen several times and they want the system checked.